Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported experiencing reboots associated with admit/discharge/transfer operations. The issue occurred after (B)(6) 2018. There was no patient incident.